Event description:
Customer reported that the insulin pump received a button error alarm and is unable to clear it. The only event the customer recalls leading to the alarm is that it is exposed to body sweat but no condensation noted in the insulin pump. Blood glucose level is unknown.. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.